Event description:
While at the the philips repair bench (bench) for evaluation and repair of a different, unrelated allegation of malfunction,the bench found that initially the device would not power on when powered by ac power only. There was no patient involvement.